Event description:
Pilot guidewire was advanced and the technician noted that it would advance more than 90 % down the lead but would not advance past lead tip (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).